Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation had changed. The rep went in to reprogram the ins and noticed it seemed off; the rep noted that they couldn't reprogram with adequate coverage. The hcp took an x-ray and saw that the right lead had migrated. The rep said they believed the patient fell as they have rsd with severe foot pain. Surgical intervention was planned and the hcp was having the surgeon replace the leads with a paddle lead. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.